Event description:
A hospital in (B)(6) reported via a distributor that a connector on an rt204 breathing circuit cracked prior to use.

Manufacturer narrative:
(B)(4). The rt204 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the latch strength of the elbow connector on the returned inspiratory limb of the complaint breathing circuit was tested using a force gauge. Results: the latch strength on the connector was found to be less than on a normal breathing circuit, confirming the reported fault that the connector was damaged. A lot check could not be completed as no lot number was provided. Conclusion: our results show that the latch strength between the heater wire plug and the elbow connector was outside product specifications, which likely resulted in the parts becoming loose as reported. We were unable to determine the cause of the loose connector. A leak in the system will usually be detected by an alarm issuing from the ventilator. The rt204 user instructions state the following warnings: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. Fisher & paykel healthcare has received one other complaint of this nature in the past year to the end of november 2010.